Manufacturer narrative:
The complaint device has not yet been received. When it is received, it will be subjected to a failure analysis and the results of that evaluation will be reflected in a follow up report.

Event description:
Our affiliate is reporting that during knee surgery, the distal portion of the screw driver broke off into the fixation device and remains there in. The surgeon was able to complete the case successfully without further incident and no reported harm to the patient.